Manufacturer narrative:
Follow up # 1/supplemental report text 02/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k)# is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on the evening of (B)(6) 2011, she tested her blood glucose and obtained a 161 mg/dl. She did not take any action after testing on her meter. At an unspecified time later she developed symptoms of feeling sweaty and confused. Ems arrived to the patient's home and the patient was tested on an ultra mini meter less than 30 minutes from her testing on her meter and obtained a 31 mg/dl. The patient was treated with a glucagon injection and was taken to the hospital where she was admitted. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, diagnosis and how long the patient was admitted in the hospital. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings, she later developed symptoms suggestive of a serious injury and had to seek medical attention and was admitted in the hospital for a blood glucose of 31 mg/dl.